Manufacturer narrative:
Quality-safety evaluation of ptc received on 05-aug-2016: ptc global number (B)(4). Unconfirmed quality defect, but plausible. No sample available for this investigation. Since have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but was considered plausible a relationship with the reported medical event cannot totally be excluded. However the reported medical event are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable . No specific quality issue was defined, therefore no meddra llt can be provided company causality comment this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced complications and pain associated with the device. A surgery in order to remove essure implants was performed. This event was considered serious and listed in the reference safety information for essure. In this case, plaintiff experienced this event following essure procedure. Based on its nature and considering that pain may occur with essure therapy, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device-location of device: right side almost out of tube'), pelvic pain ('pain associated with the device / pain/ pelvic pain'), bladder perforation ('bladder perforation'), ovarian cyst ('cysts') and neoplasm malignant ('cancer') in a 26-year-old female patient who had essure (batch no. A63345) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (B)(6) 2009, (B)(6) 2011), penicillin allergy and menarche. Concurrent conditions included cigarette smoker and lower abdominal pain. Concomitant products included citalopram since 2012 and lorazepam since 2012. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), adnexa uteri pain ("severe pain in both fallopian tubes"), endometriosis ("endometriosis"), depression ("depression"), anxiety ("anxiety"), obsessive-compulsive disorder ("ocd tendencies"), fear ("so scared"), malaise ("still got sick") and alopecia ("hair stopped falling out") and was found to have neoplasm malignant (seriousness criterion medically significant). The patient was treated with surgery (diagnostic laparoscopy/cystoscopy, surgical removal of coil(s), removal of right coil, right cystect and right ovarian cystectomy). Essure was removed on (B)(6) 2014. In (B)(6) 2016, the endometriosis had resolved. At the time of the report, the device dislocation, bladder perforation, ovarian cyst, neoplasm malignant, fear and malaise outcome was unknown, the pelvic pain, adnexa uteri pain and alopecia had resolved and the depression, anxiety and obsessive-compulsive disorder had not resolved. The reporter provided no causality assessment for fear, malaise, neoplasm malignant and ovarian cyst with essure. The reporter considered adnexa uteri pain, alopecia, anxiety, bladder perforation, depression, device dislocation, endometriosis, obsessive-compulsive disorder and pelvic pain to be related to essure. The reporter commented: she tolerated the essure insertion procedure very well. On (B)(6) 2014: the patient was admitted to the hospital with the diagnosis of pelvic and lower abdominal pain with suspicion of displacement of an essure, the diagnostic laparoscopy showed penetration of the essure through the isthmic portion of the right tube, which was removed and replaced by filshie clips on both sides. At the time of the diagnostic laparoscopy, there was bladder injury, trocar injury, for which a cystoscopy was done and a 20-french foley is going to be left in place for 2 weeks according to the urologist's recommendation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - on (B)(6)2014: results: total bilateral occlusion and malposition of essur. Concerning the injuries reported in this case, the following one were reported via social media: alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device-location of device: right side almost out of tube'), pelvic pain ('pain associated with the device / pain/ pelvic pain'), bladder perforation ('bladder perforation'), ovarian cyst ('cysts') and neoplasm malignant ('cancer') in a 26-year-old female patient who had essure (batch no. A63345) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 ((B)(6) 2009, (B)(6) 2011), penicillin allergy and menarche. Concurrent conditions included cigarette smoker and lower abdominal pain. Concomitant products included citalopram since 2012 and lorazepam since 2012. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), adnexa uteri pain ("severe pain in both fallopian tubes"), endometriosis ("endometriosis"), depression ("depression"), anxiety ("anxiety"), obsessive-compulsive disorder ("ocd tendencies"), fear ("so scared"), malaise ("still got sick") and alopecia ("hair stopped falling out") and was found to have neoplasm malignant (seriousness criterion medically significant). The patient was treated with surgery (diagnostic laparoscopy/cystoscopy, surgical removal of coil(s), removal of right coil, right cystect and right ovarian cystectomy). Essure was removed on (B)(6) 2014. In (B)(6) 2016, the endometriosis had resolved. At the time of the report, the device dislocation, bladder perforation, ovarian cyst, neoplasm malignant, fear and malaise outcome was unknown, the pelvic pain, adnexa uteri pain and alopecia had resolved and the depression, anxiety and obsessive-compulsive disorder had not resolved. The reporter provided no causality assessment for fear, malaise, neoplasm malignant and ovarian cyst with essure. The reporter considered adnexa uteri pain, alopecia, anxiety, bladder perforation, depression, device dislocation, endometriosis, obsessive-compulsive disorder and pelvic pain to be related to essure. The reporter commented: she tolerated the essure insertion procedure very well. On (B)(6) 2014: the patient was admitted to the hospital with the diagnosis of pelvic and lower abdominal pain with suspicion of displacement of an essure, the diagnostic laparoscopy showed penetration of the essure through the isthmic portion of the right tube, which was removed and replaced by filshie clips on both sides. At the time of the diagnostic laparoscopy, there was bladder injury, trocar injury, for which a cystoscopy was done and a 20-french foley is going to be left in place for 2 weeks according to the urologist's recommendation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion and malposition of essur. Concerning the injuries reported in this case, the following one were reported via social media: alopecia. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event hair stopped falling out and reporter information was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 14-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2013, as a permanent birth control option. Following the essure procedure, she began to experience complications and pain associated with the device. Because of the complications associated with the essure device, plaintiff underwent surgery to remove the essure implants on (B)(6) 2014. In (B)(6) 2014, she learned her complications were related to essure from her healthcare provider. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced complications and pain associated with the device. A surgery in order to remove essure implants was performed. This event was considered serious and listed in the reference safety information for essure. In this case, plaintiff experienced this event following essure procedure. Based on its nature and considering that pain may occur with essure therapy, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device-location of device: right side almost out of tube"), bladder perforation ("bladder perforation"), pelvic pain ("pain associated with the device / pain/ pelvic pain"), ovarian cyst ("cysts") and neoplasm malignant ("cancer") in a (B)(6) year-old female patient who had essure (batch no. A63345) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2009, (B)(6) 2011), penicillin allergy and menarche. Concurrent conditions included smoker and lower abdominal pain. Concomitant products included citalopram since 2012 and lorazepam since 2012. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, 1 year 2 months after insertion of essure, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), adnexa uteri pain ("severe pain in both fallopian tubes"), endometriosis ("endometriosis"), depression ("depression"), anxiety ("anxiety"), obsessive-compulsive disorder ("ocd tendencies"), neoplasm malignant (seriousness criterion medically significant), fear ("so scared") and malaise ("still got sick"). The patient was treated with surgery (diagnostic laparoscopy/cystoscopy, surgical removal of coil(s), removal of right coil, right cystect), surgery (diagnostic laparoscopy/cystoscopy, surgical removal of coil(s), removal of right coil, right cystect), surgery (diagnostic laparoscopy/cystoscopy, surgical removal of coil(s), removal of right coil, right cystect) and surgery (right ovarian cystectomy). Essure was removed on (B)(6) 2014. In (B)(6) 2016, the endometriosis had resolved. At the time of the report, the device dislocation, bladder perforation, ovarian cyst, neoplasm malignant, fear and malaise outcome was unknown, the pelvic pain and adnexa uteri pain had resolved and the depression, anxiety and obsessive-compulsive disorder had not resolved. The reporter provided no causality assessment for fear, malaise, neoplasm malignant and ovarian cyst with essure. The reporter considered adnexa uteri pain, anxiety, bladder perforation, depression, device dislocation, endometriosis, obsessive-compulsive disorder and pelvic pain to be related to essure. The reporter commented: she tolerated the essure insertion procedure very well. On (B)(6) 2014: the patient was admitted to the hospital with the diagnosis of pelvic and lower abdominal pain with suspicion of displacement of an essure, the diagnostic laparoscopy showed penetration of the essure through the isthmic portion of the right tube, which was removed and replaced by filshie clips on both sides. At the time of the diagnostic laparoscopy, there was bladder injury, trocar injury, for which a cystoscopy was done and a 20-french foley is going to be left in place for 2 weeks according to the urologist's recommendation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion and malposition of essure. Most recent follow-up information incorporated above includes: on 25-jan-2018: case classification updated to "medically confirmed case". New events added. Malposition of essure device-location of device: right side almost out of tube, bladder perforation, severe pain in both fallopian tubes, endometriosis, depression, anxiety, ocd tendencies, cysts, cancer, so scared and still got sick."essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device-location of device: right side almost out of tube"), pelvic pain ("pain associated with the device / pain/ pelvic pain"), bladder perforation ("bladder perforation"), ovarian cyst ("cysts") and neoplasm malignant ("cancer") in a 26-year-old female patient who had essure (batch no. A63345) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (22may2009, 11jun2011), penicillin allergy and menarche. Concurrent conditions included cigarette smoker and lower abdominal pain. Concomitant products included citalopram since 2012 and lorazepam since 2012. On (B)(6) 2013, the patient had essure inserted. In december 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). On 24-jul-2014, 1 year 2 months after insertion of essure, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), adnexa uteri pain ("severe pain in both fallopian tubes"), endometriosis ("endometriosis"), depression ("depression"), anxiety ("anxiety"), obsessive-compulsive disorder ("ocd tendencies"), neoplasm malignant (seriousness criterion medically significant), fear ("so scared") and malaise ("still got sick"). The patient was treated with surgery (diagnostic laparoscopy/cystoscopy, surgical removal of coil(s), removal of right coil, right cystect) and surgery (right ovarian cystectomy). Essure was removed on 24-jul-2014. In july 2016, the endometriosis had resolved. At the time of the report, the device dislocation, bladder perforation, ovarian cyst, neoplasm malignant, fear and malaise outcome was unknown, the pelvic pain and adnexa uteri pain had resolved and the depression, anxiety and obsessive-compulsive disorder had not resolved. The reporter provided no causality assessment for fear, malaise, neoplasm malignant and ovarian cyst with essure. The reporter considered adnexa uteri pain, anxiety, bladder perforation, depression, device dislocation, endometriosis, obsessive-compulsive disorder and pelvic pain to be related to essure. The reporter commented: she tolerated the essure insertion procedure very well. On 24-jul-2014: the patient was admitted to the hospital with the diagnosis of pelvic and lower abdominal pain with suspicion of displacement of an essure, the diagnostic laparoscopy showed penetration of the essure through the isthmic portion of the right tube, which was removed and replaced by filshie clips on both sides. At the time of the diagnostic laparoscopy, there was bladder injury, trocar injury, for which a cystoscopy was done and a 20-french foley is going to be left in place for 2 weeks according to the urologist's recommendation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - on 10-apr-2014: total bilateral occlusion and malposition of essur. Most recent follow-up information incorporated above includes: on 3-may-2018: pfs information received. Plaintiff's information was updated. The events malposition of essure device and pain/pelvic pain were diagnosed in dec-2013. Both were treated with removal of essure. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device-location of device: right side almost out of tube"), pelvic pain ("pain associated with the device / pain/ pelvic pain"), bladder perforation ("bladder perforation"), ovarian cyst ("cysts") and neoplasm malignant ("cancer") in a 26-year-old female patient who had essure (batch no. A63345) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2009, (B)(6) 2011), penicillin allergy and menarche. Concurrent conditions included cigarette smoker and lower abdominal pain. Concomitant products included citalopram since 2012 and lorazepam since 2012. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, 1 year 2 months after insertion of essure, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), adnexa uteri pain ("severe pain in both fallopian tubes"), endometriosis ("endometriosis"), depression ("depression"), anxiety ("anxiety"), obsessive-compulsive disorder ("ocd tendencies"), neoplasm malignant (seriousness criterion medically significant), fear ("so scared") and malaise ("still got sick"). The patient was treated with surgery (diagnostic laparoscopy/cystoscopy, surgical removal of coil(s), removal of right coil, right cystect), surgery (diagnostic laparoscopy/cystoscopy, surgical removal of coil(s), removal of right coil, right cystect) and surgery (right ovarian cystectomy). Essure was removed on (B)(6) 2014. In (B)(6) 2016, the endometriosis had resolved. At the time of the report, the device dislocation, bladder perforation, ovarian cyst, neoplasm malignant, fear and malaise outcome was unknown, the pelvic pain and adnexa uteri pain had resolved and the depression, anxiety and obsessive-compulsive disorder had not resolved. The reporter provided no causality assessment for fear, malaise, neoplasm malignant and ovarian cyst with essure. The reporter considered adnexa uteri pain, anxiety, bladder perforation, depression, device dislocation, endometriosis, obsessive-compulsive disorder and pelvic pain to be related to essure. The reporter commented: she tolerated the essure insertion procedure very well. On (B)(6) 2014: the patient was admitted to the hospital with the diagnosis of pelvic and lower abdominal pain with suspicion of displacement of an essure, the diagnostic laparoscopy showed penetration of the essure through the isthmic portion of the right tube, which was removed and replaced by filshie clips on both sides. At the time of the diagnostic laparoscopy, there was bladder injury, trocar injury, for which a cystoscopy was done and a 20-french foley is going to be left in place for 2 weeks according to the urologist's recommendation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion and malposition of essur most recent follow-up information incorporated above includes: on 27-jun-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.